Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl, at the time of incidence. Customer reported that the auto mode was off at the time of incidence. Customer was able to do the high pressure test at that time insulin flow block alarm was occurred. Customer did not allege that the insulin pump was under delivering. The insulin pump will not be returned for analysis.